Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd posiflush¿ xs pre-filled flush syringe there was an issue with sterile breach with a sealing issue.

Manufacturer narrative:
Investigation summary: two physical samples belonging to lot number 8143609 were received for evaluation by our quality engineer. Through visual inspection of the samples, brown tape/cardboard was observed within the product packaging, preventing a proper seal. A device history record review was completed and it did not reveal any detected quality issues during the production of lot number 8143609 that could have contributed to this incident. The brown paper present within the sample originates from the supplier label roll core. When the last barrel label is removed from the roll, the tape of the roll may become detached from the roll and then attach itself to the product. The label roll is manufactured by a supplier location. A supplier corrective action request has been submitted to the supplier location for this incident.

Event description:
It was reported with the use of the bd posiflush¿ xs pre-filled flush syringe there was an issue with sterile breach with a sealing issue.